Event description:
I am a small framed female athlete who had a birmingham resurfacing hip resurfacing placed in my left hip on (B)(6), 2009 at the recommendation of a surgeon at (B)(6). I now have elevated cobalt and chromium blood metal ion levels, constant and sometimes severe pain, it clicks and pops when I walk. I know it's the device causing problems because the doctor I saw said it was placed correctly based on his measurements and is currently in my hip in a proper position. I cannot sit or stand in one position for more than 15 minutes and recently had to quit a well paying job because I am unable to perform tasks. I am on disability waiting for a doctor to take my case because I am now uninsurable with work because of my problems with device. I have to see if medical will pay to take it out. The need for replacement has been confirmed by two physicians and I will be seeing a third surgeon this week who will do more tests to see if he wants to take on a risky revision. I may have metalosis and there is concern that I do not have enough bone to perform a successful revision without rendering me permanently handicapped. I have been told this device should have never been placed in my body and now I am suffering. Why was this allowed without clinical studies in this country? Why did no one consider that the same device created for a man might not be okay for a woman? How did this happen? Why do you continue to allow these devices to be used to this date? I am devastated. Reason for use: osteoarthritis/bone on bone. I don't have any other devices...